Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative that the blade broke apart during the procedure. The inner portion of the blade seemed to have sheared off during use after initially working well. The shearing rendered the blade useless. There was no patient harm since all pieces of the blade were accounted for.

Manufacturer narrative:
Analysis found that the inner shaft broke 0.57¿ from the distal face of the inner hub. There were striations around the outside diameter of the break point indicating metal on metal contact during use. The break point corresponds to the proximal end of the outer tube in the front hub. There was no damage to the distal tip. When viewed under magnification, there was deformation and indentations of the front hub locking. There were no bends or signs of a concentricity issues. There was no allegation of a defect prior to use. There was no indication of device fragments and the breakage would have been contained by the outer tube and the handpiece. There were no signs of heat deformation or discoloring. If information is provided in the future, a supplemental report will be issued.